Event description:
It was reported that during a robotic-assisted radical nephrectomy laparoscopic procedure, during identification of the renal vessels, the bipolar fenestrated grasper (bfg) experienced a mechanical failure of the instrument jaws. During an attempt to open and close the jaws of the bfg, the internal tension cable progressively lost tension and subsequently underwent a structural break, resulting in the inability to operate the instrument any further. The instrument was removed in accordance with the ¿broken instrument¿ instructions in the user manual and was replaced with a new bfg. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.